Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The device was in use on a patient at the time of the reported event. No further details regarding the baby had been made available at the time of the reporting decision. Philips is in the process of obtaining additional information regarding the reported event. .

Event description:
It was reported that there was a "wrong ECG trace issue. The users reported that the ultrasound transducer didn't give the right ECG trace, the ECG trace was shown for a healthy baby's heartbeat, but the baby was born dead".

Manufacturer narrative:
A field service engineer (fse) from the philips-authorized service provider hugo technology limited went onsite to the customer and tested the transducer. Additionally, the fetal monitor (avalon fetal monitor m2703a sn# (B)(4), which was in use with the us transducer at the time of the event, was tested as well. Both devices were found to be performing according to manufacturer's specifications and no trouble was found..during the onsite investigation, it was found that the customer did not confirm / verify fetal life before the start of monitoring. Despite multiple attempts to obtain additional details regarding the reported event, no further information was provided by the customer. No traces for the reported event were made available for evaluation. .due to the lack of available information, a clear cause for the reported issue could not be established. Although both us transducer and fetal monitor worked as intended during the onsite testing, a malfunction of the devices cannot be completely ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.